Event description:
The customer reported that the system would intermittently lock up with communication and key switch security error messages. This rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive, interconnect cable, generator interface board and fluro functions board were replaced, and the system software was reloaded. The sys was then found to be operating as intended.